Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter reverts to the set up mode when testing. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 at 8:15am. The patient does not manage her diabetes with medication. According to the csr¿s documentation, as a result of the alleged meter issue the patient reportedly developed a symptom of sweating ten minutes later; the patient however, denied receiving any form of treatment after the reported meter issue began. It would have been helpful to know: the patient¿s testing frequency; if what she was doing prior to the start of the alleged issue may have caused her reported symptom; if the patient correlated her symptom with high or low blood glucose; what did the patient do to treat her symptom; and when the patient¿s symptom abated. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the product issue occurred after removing/replacing the subject meter¿s battery. The alleged issue was resolved with training. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered a symptom indicative of a serious injury while using the product.

Manufacturer narrative:
(B)(4). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(6) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.